Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that a high-energy treatment tool (high frequency, etc.) Was used without ensuring a sufficient distance from the tip. The most probable cause for the malfunction is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenoscope exhibited peeled adhesive around the light guide lens, a burnt metal part at the distal end and a burnt forceps elevator. There was no patient involvement.